Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain") and peritoneal adhesions ("omental adhesions") in a 38-year-old female patient who had essure (batch no. 825626) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's past medical history included facial operation in 1981 and appendectomy in (B)(6). Concurrent conditions included abdominal pain, condyloma, acid reflux (oesophageal), migraine headache, smoker, alcohol use, marijuana use, ovarian cyst and retroverted uterus. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2016, 5 years 2 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced peritoneal adhesions (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). The patient was treated with surgery (underwent hysterectomy with unilateral salpingo-oopherectomy) and surgery (lysis of adhesions). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving and the peritoneal adhesions, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered menorrhagia, pelvic pain, peritoneal adhesions and vaginal haemorrhage to be related to essure. Diagnostic results: the coils were documented in the right and left tubes on x-ray. Concerning the injuries reported in this case, the following one/ones were described in patient's medical records: confirming pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jul-2018: quality safety evaluation of ptc. On 17-jul-2018: quality-safety evaluation of ptc (no new information). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain") and peritoneal adhesions ("omental adhesions") in a 38-year-old female patient who had essure (batch no. 825626) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's past medical history included facial operation in 1981 and appendectomy in 1982. Concurrent conditions included abdominal pain, condyloma, acid reflux (oesophageal), migraine headache, smoker, alcohol use, marijuana use, ovarian cyst and retroverted uterus. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2016, 5 years 2 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced peritoneal adhesions (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). The patient was treated with surgery (underwent hysterectomy with unilateral salpingo-oopherectomy) and surgery (lysis of adhesions). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving and the peritoneal adhesions, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered menorrhagia, pelvic pain, peritoneal adhesions and vaginal haemorrhage to be related to essure. Diagnostic results: the coils were documented in the right and left tubes on x-ray. Concerning the injuries reported in this case, the following one/ones were described in patient's medical records: confirming pelvic pain. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received - new event "she did not undergone essure confirmation test" was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain/ pelvic area pain") and peritoneal adhesions ("omental adhesions") in a 38-year-old female patient who had essure (batch no. 825626) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's past medical history included facial operation in 1981 and appendectomy in 1982. Concurrent conditions included abdominal pain, condyloma, acid reflux (oesophageal), migraine headache, smoker, alcohol use, marijuana use, ovarian cyst and retroverted uterus. Concomitant products included paracetamol (acetaminophen). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2016, 5 years 2 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced peritoneal adhesions (seriousness criterion medically significant). The patient was treated with surgery (underwent hysterectomy with unilateral salpingo-oophorectomy) and surgery (lysis of adhesions). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving and the peritoneal adhesions, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, menorrhagia, pelvic pain, peritoneal adhesions and vaginal haemorrhage to be related to essure. Diagnostic results: the coils were documented in the right and left tubes on x-ray. Concerning the injuries reported in this case, the following one/ones were described in patient's medical records: confirming pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Events added: depression and mental anguish. Concomitant drug was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain/ pelvic area pain') and peritoneal adhesions ('omental adhesions') in a 38-year-old female patient who had essure (batch no. 825626) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's medical history included appendectomy in 1982 and facial operation in 1981. The coils were documented in the right and left tubes on x-ray. Concurrent conditions included abdominal pain, condyloma, acid reflux (oesophageal), migraine headache, smoker, alcohol use, marijuana use, ovarian cyst, retroverted uterus and back injury. Concomitant products included ketorolac tromethamine (toradol) from (B)(6) 2011 to june 2011, nsaids since (B)(6) 2011, omeprazole since (B)(6) 2010 and paracetamol (acetaminophen) since (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 5 years 2 months after insertion of essure. In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)"), depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced peritoneal adhesions (seriousness criterion medically significant). The patient was treated with surgery (lysis of adhesions and underwent hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage and heavy menstrual bleeding had resolved and the peritoneal adhesions, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, heavy menstrual bleeding, pelvic pain, peritoneal adhesions and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for pain, bleeding concerning the injuries reported in this case, the following one/ones were described in patient's medical recordes: confirming pelvic pain lot number: 825626 manufacture date: 2011-01 expiration date: 2014-01 quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 12-may-2021: quality safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain/ pelvic area pain') and peritoneal adhesions ('omental adhesions') in a 38-year-old female patient who had essure (batch no. 825626) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's medical history included appendectomy in 1982 and facial operation in 1981. The coils were documented in the right and left tubes on x-ray. Concurrent conditions included abdominal pain, condyloma, acid reflux (oesophageal), migraine headache, smoker, alcohol use, marijuana use, ovarian cyst, retroverted uterus and back injury. Concomitant products included ketorolac tromethamine (toradol) from (B)(6) 2011 to (B)(6) 2011, nsaids since (B)(6) 2011, omeprazole since (B)(6) 2010 and paracetamol (acetaminophen) since (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 5 years 2 months after insertion of essure. In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)"), depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced peritoneal adhesions (seriousness criterion medically significant). The patient was treated with surgery (lysis of adhesions and underwent hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage and heavy menstrual bleeding had resolved and the peritoneal adhesions, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, heavy menstrual bleeding, pelvic pain, peritoneal adhesions and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for pain, bleeding. Concerning the injuries reported in this case, the following one/ones were described in patient's medical recordes: confirming pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-apr-2021: no new information was received, then mention the update of both imdrf/FDA codes as the only change. Mr received: reporter was added, no new clinically significant information were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain") and peritoneal adhesions ("omental adhesions") in a (B)(6) year-old female patient who had essure (batch no. 825626) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pain in face in 1981 and appendectomy in 1982. Concurrent conditions included abdominal pain, condyloma, acid reflux (oesophageal), migraine headache, smoker, alcohol use, marijuana use and ovarian cyst. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2016, 5 years 2 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced peritoneal adhesions (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). The patient was treated with surgery (she had hysterectomy with unilateral salpingo-oopherectomy) and surgery (lysis of adhesions). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving and the peritoneal adhesions, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered menorrhagia, pelvic pain, peritoneal adhesions and vaginal haemorrhage to be related to essure. Concerning the injuries reported in this case, the following one/ones were described in patient's medical records: confirming pelvic pain. Most recent follow-up information incorporated above includes: on 26-feb-2018: pfs-mr extracted. New reporters added. Dob added. Historical and concomitant conditions added. Lot number added. New events added: abnormal bleeding (vaginal, menorrhagia). Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain/ pelvic area pain') and peritoneal adhesions ('omental adhesions') in a 38-year-old female patient who had essure (batch no. 825626) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's medical history included appendectomy in 1982 and facial operation in 1981. The coils were documented in the right and left tubes on x-ray. Concurrent conditions included abdominal pain, condyloma, acid reflux (oesophageal), migraine headache, smoker, alcohol use, marijuana use, ovarian cyst, retroverted uterus and back injury. Concomitant products included ketorolac tromethamine (toradol) from (B)(6) 2011 to (B)(6) 2011, nsaids since (B)(6) 2011, omeprazole since (B)(6) 2010 and paracetamol (acetaminophen) since (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 5 years 2 months after insertion of essure. In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced peritoneal adhesions (seriousness criterion medically significant). The patient was treated with surgery (lysis of adhesions and underwent hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia had resolved and the peritoneal adhesions, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, menorrhagia, pelvic pain, peritoneal adhesions and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for pain, bleeding. Concerning the injuries reported in this case, the following one/ones were described in patient's medical recordes: confirming pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Reporter information added. Event outcome were updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and peritoneal adhesions ("omental adhesions") in a female patient who had essure inserted for female sterilization. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and peritoneal adhesions (seriousness criterion medically significant). The patient was treated with surgery (a total laparoscopic hysterectomy, left salpingo-oophorectomy, right salpingectomy and lysis of adhesions). Essure was removed. At the time of the report, the pelvic pain and peritoneal adhesions outcome was unknown. The reporter considered pelvic pain and peritoneal adhesions to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.